Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned found the distal tip was broken off. Device was sent for fracture analysis which revealed plastic deformation at the drivers¿ hex lobes and torsional shear markings following circular patterns. This suggests the fractured driver tips underwent quasi-static overload torsional shear failure. No material defects of other abnormalities were observed in this analysis. Hardness testing was performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting a cfx expedium 7x45mm screw the driver tip broke off in the head of the screw. Also when inserting a set screw, the reduction inserter set screw driver broke. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.